Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, for the third firing, after articulating the cartridge with the jaws closed and approaching into the thoracic cavity, the jaws did not open. When the back monitor was checked, the power was off. Another handle, adapter, reload and shell were used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury. The adapter tool was used to slate and opened the jaws and removed. Separately, the adapter and cartridge where connected to a demonstration handle and it could not be connected normally for several times. When the reported handle was inserted to the charger of the hospital, charging was possible without problems and the back monitor was also displayed as usual.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted no visible damage and a completely depleted battery. The evaluation found that there were no indications that the articulation button would activate when moving the toggle toward the open position. The overmolding of the rotation buttons was peeled off and there was no indication of interference between the toggle and the right articulation switch. The cause of the adapter being difficult to remove is not related to the handle as there is no contact between the adapter and handle. There was no evidence of the device shutting off, and there were no issues with removing the adapter. A review of the system logs showed that an alternate key was pressed before the intended one. This resulted in the handle actuating in a way that was not intended. It was reported that the power pack shuts off and the device lost functionality, and there was difficulty removing the adapter. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the jaws of the reload did not open at all, not involving tissue. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The cause of the handle being unable to open the jaws is due to the right articulation button being pressed and was functioning as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, for the third firing, after articulating the cartridge with the jaws closed and approaching into the thoracic cavity, the jaws did not open. When the back monitor was checked, the power was off. Another handle, adapter, reload and shell were used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury. The sales representative checked the reported devices. The adapter tool was used to straighten and open the jaws. The reload and port were removed. Separately, the adapter and cartridge where connected to a demonstration handle and it could not be connected normally for several times. When the reported handle was inserted to the charger of the hospital, charging was possible without problems and the back monitor was also displayed as usual.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functional testing noted that the handle was able to fully charge on a charger. The handle initialized upon removal from the charger and still had 232 of 300 procedures remaining. The returned clamshell and the returned adapter were attached and calibrated. All four rotation keys were functional. Both green safety keys were functional and illuminated properly. The device tested satisfactorily on the a1. A loading unit was attached and articulated without difficulty. The returned reload was connected to the device and was able to clamp, articulate, and fire without issues. The handle was green key reset. The logs were taken via mcp. A review of the system logs showed that log 301 contained the last firing in the field with the returned clamshell, adapter, and reload. Log 301 showed the user pressing the right articulation button multiple times before pressing the open key. There was no evidence of the device shutting off, and there were no issues with removing the adapter. It was reported that the jaws of the reload did not open at all, not involving tissue. There was difficulty removing the adapter. The power pack shuts off and the device lost functionality. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The cause of the handle being unable to open the jaws is due to the right articulation button being pressed and was functioning as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic lobectomy, for the third firing, after articulating the cartridge with the jaws closed and approaching into the thoracic cavity, the jaws did not open. When the back monitor was checked, the power was off. Another handle, adapter, reload and shell were used to complete the case. The surgical time was extended by less than 30 minutes. There was no patient injury. The adapter tool was used to straighten and open the jaws. Reload and port was removed. Separately, the adapter and cartridge where connected to a demonstration handle and it could not be connected normally for several times. When the reported handle was inserted to the charger of the hospital, charging was possible without problems and the back monitor was also displayed as usual.